Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the pump time and date was incorrect; cause was not known. Customer's blood glucose level displayed as low due to incorrect time and date. Customer consumed carbohydrates to address bg level. During troubleshooting, the customer corrected the time and resumed insulin therapy.